Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned adhered by solution to the opened peel pouch. Solution was dried on the lens. The optic was cut from edge past center, typical of insertion and removal. One optic portion has a deep scrape mark on the anterior side near the cut damaged area. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Information was provided on the attached questionnaire that in the surgeon¿s opinion, handling during surgery caused the event. The performance of the device did not cause or contribute to a serious patient injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator has reported about that after implantation of intraocular lens during the initial procedure, scratch on lens was noted. The lens was cut out by enlarging the incision and suture was placed. Additional information has been requested.